Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation into the returned device found the implant to be stuck in the microcatheter. The delivery pusher was not returned. The proximal loop of the implant was still within the microcatheter. Review of the microcatheter found multiple kinked locations at both the proximal and distal ends. The location where the implant was stuck was kinked. After the implant was pulled from the kink, it was observed that the implant was damaged at the proximal loop. The damage was at the location where the kinked was found. No other damage was noted on the implant. The microcatheter was also found to be buckled at the distal end. The outer sleeve of the catheter was buckled and stretched. The reported complaint is non-verifiable based on the physical evaluation of the returned components. Only the implant and microcatheter were returned. The microcatheter contained two severe kinks, which likely occurred post use, as the severity of the damage would prevent coil advancement. The implant was inspected and found to be slightly stretched near the proximal tip. The evaluation of the implant did not find evidence of separation via a tensile break, but without the return and evaluation of the pusher, the method of separation cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment and difficult coil detachment as potential complications associated with the use of the device.

Event description:
It was reported that after placement in a renal artery aneurysm, the fourth embolization coil was thought to have detached in the aneurysm with the controller; however, the coil appeared to have unexpectedly detached in the microcatheter during withdrawal of the pusher. The detached coil was removed together with the microcatheter from the patient. There was no reported patient injury or additional intervention.